Event description:
Rptr's first indication of a neurological problem was in 1991. At that time diagnosis= "probable ms." No consideration of implants. In 1999 rptr had their first and only mammogram. After that rptr developed rashes, fatigue, peripheral (neuropathy, had high ana (1:320) anti-ssa and smuts antibodies, thyroid. Rptr has now been diagnosed with hashimoto's thyroiditis. Connective tissue disease, possible lupus. Multiple sclerosis based on brain, cspine MRI and spinal tap. Staph infection in right breast. Implants were ruptured. Silicone had migrated outside of an intact capsule. Giant cells showing immune response found on outside of capsule.